Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that a revision was scheduled for 11/11 and the account and physician are aware of all said information.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 08-nov-2021, UDI#: (B)(4). (B)(4) is associated with the lead. Device code (B)(4) is associated with the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient underwent surgery for their right brain lead placement. They already had the left brain placed. The surgeon tunneled the new lead down to the existing battery, the surgeon caught the existing lead somehow and caused the lead to migrate superior. This was only discovered after the surgery when the patient's left brain lead was turned back on and the patient received no therapy. The CT scan confirmed the left lead migration. The cause of the issue was unknown. The patient was going to have a lead revision within the month. The issue was unresolved at the time of the report. No further complications were reported as a result of this event.